Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. However, based on the information from olympus china (osh), omsc concluded that the reported event was not reportable event.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that during the enteroscopy the subject device gave error e200 which indicated the subject device had broken down. Also, the user facility informed that dust was removed on site. The procedure was completed with the subject device. There was no report of patient injury associated with the event.